Manufacturer narrative:
Initial reporter phone#: (B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that a needle break occurred during use with a bd ultra fine¿ pen needles. The following information was provided by the initial reporter, "while completing the injection in left arm the needle broke off into site in june during injection the needle broke off in consumers arm during the injection. Consumer and wife then went to the hospital and received xrays where one "person" said they could see the needle. Others could not see the needle. They then completed an ultra sound again could "no longer be seen" but is in pain at the site. On around sept 18th went to dr. For ultra sound, dr. Stated can vaguely see the needle. Wife calling with husband on phone states his arm still painful. Wife stated he does not reuse pen needles. Wife called this complaint into novo nordisk only in june spoke with a male person in product sales who said would inform bd. I'm not seeing this consumers phone number or last name in snow."